Event description:
Involved 1 patient and 5 devices. Happened during 2 different days. The balloon of catheters burst in use. It happened with 5 different catheters. It was either after few hours or after few days of insertion. The patient had no underling medical conditions such as bladder stones/encrustations. Catheter used for drainage purpose. Usually the devices are tested prior to use. The inflation was as per instructions. There was no patient injury but infectious risk and patient with need to be catheterized few times.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(6). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Involved 1 patient and 5 devices. Happened during 2 different days. The balloon of catheters burst in use. It happened with 5 different catheters. It was either after few hours or after few days of insertion. The patient had no underling medical conditions such as bladder stones/encrustations. Catheter used for drainage purpose. Usually the devices are tested prior to use. The inflation was as per instructions. There was no patient injury but infectious risk and patient with need to be catheterized few times.